Event description:
The customer reported that the fluoro image was bad. Sometimes they got no image.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep found the interconnect cable was cut. He then changed the cable, and now is getting good images.